Event description:
It was reported an external fluid leak was observed originating from a ¿cracked and broken¿ piece of a u9000 set during priming. The set was replaced. There was no patient involvement. No additional information is available.

Manufacturer narrative:
E1: initial reporter first name: e1: initial reporter last name: e1: initial reporter facility name: e1: initial reporter address: (B)(6) e1: initial reporter city: should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The actual device was not available; however, a photograph of the sample was provided for evaluation. The returned photographs were reviewed, and it was noted that there was a crack in the head cap close to the blood port (head area). The reported condition was verified. The cause of the reported condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.